Event description:
It was reported that the patient experienced pain and a pocket revision was performed. The atrial lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.